Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that at the end of the case, the surgeon noticed the gasket on the 511sd had torn. This port was used by a 10mm 30 degree scope. There was no consequence to the pt.